Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus the hd autoclavable camera head the coupler was missing from the scope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection confirmed the reported broken coupler. Further inspection found and defective cable unit causing intermittent image noise. The defective parts were replaced, and the device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.